Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The door open and close was intermittent. They performed an invalidate home and re-home. The system was tested multiple times without issues. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site had issues opening and closing the gantry. The site stated that it would take approximately 3 times as long to open and close the gantry. Additionally, when closing the gantry, the system would not recognize the doors as closed. This was found outside of a case, no patient present.